Manufacturer narrative:
Initial reporter (zip code): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, device patch with lot number 2527231, crease fold, fluids inside device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Physician reported, left side deflation. Device has been explanted and replaced.